Manufacturer narrative:
From the analysis conducted during this investigation, it was concluded that the trigen intertan nail fractured by the initiation and subsequent propagation of fatigue cracking . The fracture most likely initiated on the lateral side of the nail. The fatigue cracking eventually propagated to an extent that the remaining cross-sectional area of the nail could not bear the imposed patient loading, which lead to an overload fracture. Fatigue cracking is caused by the nail bearing cyclic (i.e. Repeated) stresses in excess of the material endurance limit for an extended period of time. These excessive cyclic stresses may be caused by any number of conditions, including but not limited to (1) excessive patient activity levels prior to full bone union, (2) applications of loads in excess of the material's strength, and/or (3) poor bone quality. No material deviations in the nail were found during this investigation. Deformation is observed on the edge of the set screw, indicating that the lag screw and compression screw were locked, as indicated in the reported complaint. It was also concluded that the trigen 5.0 mm screw fractured by the initiation and subsequent propagation of fatigue cracking. The fatigue cracking eventually propagated to an extent that the remaining cross-sectional area of the nail could not bear the imposed patient loading, which lead to an overload fracture. Fatigue cracking is caused by the screw bearing cyclic (i.e. Repeated) stresses in excess of the material endurance limit for an extended period of time. These excessive cyclic stresses may be caused by any number of conditions, including but not limited to (1) excessive patient activity levels prior to full bone union, (2) applications of loads in excess of the material's strength, and/or (3) poor bone quality. No material deviations in the screw were found during this investigation.

Event description:
It was reported that the implanted nail fractured post op.